Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, it was observed that the tip on the customer's vapr s90 4.0mm electrode with integrated handpiece started to melt. The sales rep stated that the surgeon was already near done with the case when the issue occurred. The sales rep stated that no debris fell in the patient. The sales rep reported that the surgeon completed the procedure with the device with no patient consequences or delays. The sales rep stated that the generator settings were set at default and that dornoch suction was used with the device. The sales rep did not know if the device was buried in tissue and did not know if the device was near metal. The sales rep did not know if the device was continuously. The sales rep stated that the electrode is a brand new device and is not a reprocessed device. The sales rep was not present for the case therefore could not provide any further information. The sales rep could not provide a lot number for the device due to the device was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.